Manufacturer narrative:
Investigation summary: the customer reported the set disconnected at the blue fitment, and returned one used sample of material #2426-0007 lot #21065162, and one used 7" extension that does not appear to be made by bd. The sample was clearly cut in the silicon near the lower fitment, and the complaint is verified. There is a known failure mode for improper loading of the pumping segment. A device history record review for model 2426-0007 lot number 21065162 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the pumping segment cut is unknown at this time. The extension set was also tested for leaks and none were found. No other failure modes were observed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked during use. The following information was provided by the initial reporter: "set leaking at the silastic segment where it attaches to the upper blue fitment piece."